Event description:
Midline catheter inserted into left cephalic vein. Catheter threaded entire 6 inches while flushing with saline. At approx 3 mins pt had "spots in front of eyes." Became immediately short of breath and facial color became dark red to purple. Catheter removed immediately and symptoms subsided within 1 min. IV benadryl given per physician order. Pt remained asymptomatic.